Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors underinfused medication to the patient. It was observed that medication remained within the device after the expected therapy of 46 hours had completed. The device was filled with 230cc and was expected to be delivered in 46 hours; however, 40cc remained undelivered to the patient after the therapy time was competed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from july 17,2020 - july 20, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.